Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized, the peritonitis was not resolved, the patient was not recovered, and dianeal/extraneal / physioneal therapies were ongoing. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).